Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 411 mg/dl at the time of incident. The customer¿s relevant blood glucose level was over 400 mg/dl. The customer treated their high blood glucose levels with bolus. Based on customer report customer does allege insulin pump was under delivering. The customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.